Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. There was no reported impact to the customers' blood glucose level. No further information was provided by the contact regarding the reported event.